Event description:
A pump was reported to have declared a cartridge change error, but there was no adverse impact on the customer's blood glucose level. Customer technical support instructed the caller to remove the cartridge from the pump, inspect the o-ring, and ensure it was in place and undamaged. Further assistance involved removing the pump from its case, attaching the cartridge to the pump, and confirming it was fully snapped into place. The caller successfully followed the on-screen instructions to complete the load process and was able to resume insulin delivery, resolving the issue.